Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) in (B)(4) alleging a onetouch verioiq meter was displaying inaccurately high readings compared to another meter and compared to her normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue had been recurring for 6 weeks prior to contacting lfs, she had obtained readings of ¿10-12 mmol/l¿ on the lfs meter. Immediately prior to the start of the alleged issue, the patient reported she had symptoms associated with low blood sugar of ¿shaking and nausea.¿ the patient reported on (B)(6) 2013 between 10:30-10:45 am she tested on the lfs meter and obtained readings of ¿8.0 mmol/l¿ compared to ¿4.x mmol/l¿ on a onetouch ultrasmart meter. Based on statistical methodology the calculated difference of the results exceeds the expected value of (B)(4) when obtained within 30 minutes. The patient reported using metformin (5 pills a day), januvia (1 pill a day), repaglinide (6 pills a day) to manage her diabetes. The patient reported taking her medications as usual on the day of the alleged issue. The patient reported on (B)(6) 2013 at 10:45 am, she had some orange juice in response to her symptoms. At the time of troubleshooting, the cca confirmed the patient¿s test strips and test strips vial were in good condition and the subject meter was in the correct unit of measurement at the time of testing. The patient was found to be using an approved sample site to obtain the sample. However no control solution test was run due to the patient not having any control solution at the time of the call. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient reported being symptomatic prior to the start of the alleged issue, therefore the alleged meter reading could not have caused the alleged injury and there was no delay in treatment. There is no indication that the patient¿s conditioned worsened since the patient did not report receiving any medical intervention from a healthcare professional. However this complaint is being reported because the alleged issue was not resolved at the time of troubleshooting done by the cca.

Manufacturer narrative:
Follow-up # 1 ¿ (10/15/2013) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.